Manufacturer narrative:
This report is submitted on april 03, 2024.

Event description:
Per the clinic, the patient experienced soreness at the magnet site and subsequently was treated with topical antibiotics (specific date and duration not reported).